Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the patient found that the catheter was broken during PICC catheter maintenance on (B)(6) 2021. The catheter was immediately cut and replaced with the central venous kit. No other information provided.